Event description:
During verification testing at the manufacturing facility, the clave port separated from the semi-rigid adapter of the tubing set.

Manufacturer narrative:
During testing, the clave port separated from the semi-rigid female adapter. This was due to insufficient solvent application. The lot number of the device is unk. A device from one of three possible lot numbers (plots) was received on (B)(4) /2012 and evaluated. The possible lot numbers are 13136ns, 16088ns, and 16141ns. This report represents all the info known by the reporter upon query by hospira personnel.